Event description:
Hill-rom received a report from the account stating the foot end brakes were not holding. The bed was located at the account in room 7. There was no pt/user injury reported. (B)(4).

Manufacturer narrative:
The technician found the foot end casters inoperable. Per the hill-rom service manual the bed should be subject to an effective maintenance program. An annual service of the bed is advised in order to maintain its characteristics and performance. Brake casters should be checked for cuts, wear and quality of tread, etc. And replaced when necessary. Check the brakes to see whether the bed moves when the brake pedals are pressed and repair as necessary. A search of the hill-rom maintenance records did not show hill-rom performed any preventative maintenance on this bed. It is unk if the facility performs preventative maintenance on their beds. The technician replaced the foot end brake casters to resolve the issue. Based on this info, no further action is required.